Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a fed reading error. Upon follow up with the initial reporter on (B)(6) 2017, the reporter stated that there was an accuracy issue but could not confirm if the unit over delivered or under delivered. The initial reporter also stated that the amount shown on the pump as delivered was different than the actual amount delivered. There was no patient injury; the pump was switched out promptly.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of an accuracy issue. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.